Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that (B)(6) 2017 would be a month since she had a follow up appointment with her pain doctor. The patient reported that when she was at the appointment a manufacturer¿s representative (rep) came out and tried to adjust the ins. The patient reported that she only used her ins when she had to. The patient reported that she went to use her ins and stated that ever since they adjusted it, it wasn¿t coming on, there¿s nothing. The patient reported that she had not had it adjusted since it was implanted and stated they were trying to adjust it to where it would cover more areas than it was doing. The patient reported that she used to be on group a and they said it would be on group b but stated it wasn¿t working. The patient clarified what was meant by it¿s not working/coming and patient confirmed she was not feeling stimulation. The patient reported that the ins turned on and was fully charged. The patient reported that even when she went to charge and before when she charged it she would be able to feel stimulation but not she didn¿t feel stimulation. The patient synced with the patient programmer (pp) and the pp showed stimulation was on. The patient confirmed she was on group b at 3.00 v. The patient had the ability to change amplitude, groups and/or programs. The patient increased stimulation to 4.80 v and reported feeling stimulation. The patient reported that she was getting worried because she had never had to turn it up that high to feel stimulation and so she thought it wasn¿t working anymore. No further complications were reported.